Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through a px slim microcatheter (px slim), the physician experienced friction around the distal part of the px slim and the ruby coil would not advance. Therefore, it was removed. The physician then attempted to advance a new ruby coil through the px slim; however, friction was encountered again and the ruby coil became stuck. While attempting to retract the ruby coil, it unintentionally detached from its pusher assembly in the px slim. The physician then removed the px slim with the detached coil inside. The procedure was completed using additional ruby coils and another microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report numbers: 3005168196-2017-00148, 3005168196-2017-00149.